Manufacturer narrative:
Section a-2 patient age: years: mean (±sd): 63.4 (±18.3) for the bgi group (29 patients) and 64.9 (±19.4) for the pgi group (72 patients) section a-3a patient sex: # patients (%total): female 11 (37.9%) and male 18 (62.1%) for the bgi group and female 14 (48.5%) and male 18 (51.5%) for the pgi group. Section a3b, a4, and a5: unknown/not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b-3: date of event: 03-feb-2025 (date article was accepted). Section d-4 model number: unknown, as the serial number was not provided, only provided as baerveldt-350. Section d-4 catalog number: unknown, as device serial number was not provided. Section d-4 device serial number: unknown, as information was not provided. Section d-4 device expiration date: unknown, as device serial number was not provided. Section d-4 UDI number: unknown, as device serial number was not provided. Section d-6a date implanted: unknown/ not provided. Section d-6b date explanted: unknown/not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. As the serial number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Citation: oliver-gutiérrez d, segura-duch g, ávila-marrón e, arciniegas-perasso ca, duch-tuesta s. Paul versus baerveldt 350 glaucoma drainage implants: one-year comparative analysis. Indian j ophthalmol 2025;73:s317-23. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: paul versus baerveldt 350 glaucoma drainage implants: one-year comparative analysis. A retrospective study was done to evaluate and compare the effectiveness and safety of paul glaucoma implant (pgi) and baerveldt 350 glaucoma implant (bgi) over a 1-year follow-up period. A total of 56 eyes were evaluated. The bgi group included 29 eyes, with 28 eyes completing a 1-year follow-up. The pgi group consisted of 27 eyes, with 22 eyes reaching the 1-year mark. The bgi was implanted in the anterior chamber (ac) in eight cases, posterior chamber (pc) in 18 cases, and vitreous chamber in three cases. In the bgi group, seven eyes had slits considered, and one case required reopening of a previously failed trabeculectomy to avoid postoperative ocular hypertension. This reopened trabeculectomy closed before the dissolution of the ligature. Prolene® 6/0 was used as a stent in the ripcord technique followed by a 7/0 polyglactin ligature (off-label), except in cases where the intraocular pressure (iop) was high. Complications (31%) were: transient symptomatic hypotony (n=1) choroidal effusion (n=1) hyphema (n=1) acute angle-closure glaucoma (n=1) choroidal hemorrhage (delayed choroidal hemorrhage occurred following the removal of the prolene® stent; n=1) late complications after the third month and intervention included: suture extrusion (n=2) tube repositioning (n=1) in the bgi group, hypertensive phase (hp; n= 9). One case resulted from a failed previous filtering surgery, while eight were linked to ocular anatomical issues that precluded standard filtering surgery, such as penetrating keratoplasty and complex intraocular surgeries. A copy of the article is attached to this report.